Event description:
It was reported that during an unknown procedure, the device was locked and unable to be reopened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: two devices (a-b) were returned for analysis. Device a was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. It is possible that the device was clamped over thicker tissue then indicated causing the increase of the internal forces resulting in a difficult to open situation. Device b was returned in good visual condition and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. It is possible that the device was clamped over thicker tissue then indicated causing an increase of the internal forces resulting in a difficult to open situation. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.